Manufacturer narrative:
According to the customer, the foley balloon "burst" during insertion and required an additional foley to be placed. The customer reported the patient was on "comfort care" and is now "deceased". The customer did not report any information that would indicate that the product caused or contributed to the patient death. The patient was on "comfort care" prior to the incident occurring, which would indicate that the patient death is attributed to an issue unrelated to the product problem. The customer did not report any serious injury related to the reported product issue. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the foley balloon "burst" during insertion and required an additional foley to be placed.